Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently dropped the pump and pump touchscreen cracked. Contact was not sure if pump was functional. Contact did not know if customer's blood glucose was impacted; however, assumed it was within range (value not provided). Customer had insulin pens as an alternative therapy.